Event description:
Date of implant for the left eye of pt 0958 was in 2000. In 2000, a severe vitritis developed. Visual acuity on that date was "c.f." Pt experienced pain for one day. The pt was treated with pred forte, tobradex and alphagan. A vitreous tap was performed in 2000. Culture results were negative. Visual acuity in 2000 was 20/100. The doctor does not feel this reaction is lens related.